Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover burned. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover burned. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide updates to: d4 UDI number, h4 manufacturing date. Olympus will continue to monitor field performance for this device.

Event description:
No further information.